Event description:
The customer reported that while transporting a pt, the pressure waveform disappeared from the display and excessive artifacts were displayed on the ECG waveform. The unit was operating normally when not being used in transport. No pt injury was reported.